Event description:
It was reported that pump triggered cartridge alarm 20 and that alarm recurred even after caller tried to use consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Caller worked with technical support to load new cartridge using proper technique, but insulin delivery could not be resumed due to repeated alarms, so pump replacement was arranged under warranty, caller planned to use multiple daily injections as backup therapy, and caller was instructed on storing and returning pump, as well as setting up and connecting replacement pump.